Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown reason. It is unknown if the bsc product was the cause of the surgical intervention to remove the lead and implant a similar product. No additional adverse patient effects were reported.